Event description:
Peripherally inserted central catheter (PICC) line dressing was changed. It was originally noted to be leaking at site. When flushed, the PICC line broke into 2 pieces approximately 1 cm from hub. Both pieces were removed without incident.